Event description:
A user facility tech reported that a pt was hospitalized after a treatment on a 1550 hemodialysis machine. The pt was hospitalized due to a low blood sodium level. Limited info was provided but it was reported that the pt has fully recovered.